Event description:
The customer reported being hospitalized due to a low blood glucose reading of 58 mg/dl and fever. The customer gave no details regarding the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.